Event description:
This was a vaginal delivery, assisted with a vacuum extractor. One application with no pop offs. Infant obtained a moderate subgaleal hematoma. This was a mystic ii with a mity soft bell cup.